Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that that they were getting repeated m-02 faults on vio integrated electrosurgical generator unit (iesu). The customer power cycled, and hard power cycled the iesu, and the faults persisted. The customer did not have a secondary vision side cart (vsc) available and only an ft-10 and was moving forward using the e-100 generator. The customer called back and stated they swapped to a backup da vinci system to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During visual inspection, fa found scratches on side of cover. The unit that was placed on golden system and was run in normal mode and m-02-7 errors appeared at start up. The probable root cause is attributed to electrical and fiberoptic issues due to module timeout failure on the iesu.